Manufacturer narrative:
Currently, it is unknown whether or not device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being at the hospital, and she stated that her diabetes and high blood glucose are affecting her kidneys. Troubleshooting could not be performed due to a lost battery cap. Advised the customer to call back when the replacement of the battery cap is received to troubleshoot the insulin pump. No further information was provided.